Event description:
It was reported the cysto-nephro videoscope displayed an error when plugged into the tower. The issue occurred during a diagnostic, cystoscopy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.